Event description:
The customer reported unresponsive buttons and a frozen screen. The customer stated that the time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. The reported blood glucose reading at the time of the call was 413 mg/dl, which the customer had treated with an injection. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. No frozen screen or battery out of limit. Missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.